Event description:
While heat lamp was hovering over patient. Bulb cracked/popped and landed on patients back. Patient had minor burns as a result of this. Chiro care heat lamp is used in conjunction with acupuncture.